Event description:
The customer reported that the retrieval of images are not in order. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation.